Event description:
Complaint coordinator for baxter reported a home pt finding crack and leakage in a tubing. The product was new. Sample is available for eval. No pt injury or medical intervention was associated with this incident per the initial report.